Event description:
It was reported that during a case, the head of the probe unit broke. The account reports that a new unit was needed to continue and the case was delayed by approx four minutes. There were adverse consequences reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.